Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during bolus deliveries. In addition, the insulin gauge was inaccurate. Reportedly, the customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 252 mg/dl.